Manufacturer narrative:
Additional info will be submitted upon 30 days of receipt.

Event description:
The physician was pushing "pretty hard" on a very difficulty lesion and the luer hub of a 3.0 x 28mm cypher stent delivery system separated. The procedure was completed with an rx cypher. There was no reported pt injury.